Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an inverted total shoulder arthroplasty (shoulder joint) for extensive rotator cuff tear arthropathy occurred on (B)(6) 2026. On may 28, delta x-tend system was prepared for the surgery on (B)(6) 2026. Before the surgery, the product was checked for the assembly defects and moving parts by the distributor. The distributor said that it was felt that the screw was hardened and could not be tightened. The next day, another person touched the product, and it was found that the product was abnormal and the screw part is faulty. So, a spare product was prepared for the surgery, and the surgery was completed with no issues using a spare. There was no surgical delay and no harm to the patient. No further information is available.